Event description:
According to the reporter, during a laparoscopic procedure, on two devices, the seal disengaged. It did not fall into the cavity of the patient. To resolve the issue, a new device with a different lot number was used. There was no patient injury.

Manufacturer narrative:
D10. Concomitant product: 24055- , 24055 5.5 sht sec prt 5.5mm lck cnn/trc (lot#j4f3436gy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.